Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. All components of the aus were visually inspected and underwent leak and functional testing. No damages or abnormalities were found in the cuff or the pump. Both components passed leak testing and functional testing. Fluid leakage due to a pinhole was found in the balloon shell consistent with wear form the input tubing. This confirmed the reported clinical observation of fluid loss, which could lead to the incontinence reported. Incontinence is a known inherent risk of device use as described in product labeling.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence due to fluid leakage from the device at an unspecified location. The device was explanted and replaced. No additional patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence due to fluid leakage from the device at an unspecified location. The device was explanted and replaced. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.